Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient temperature did not decrease less than around 37c for target temperature 35c in an arctic sun device. It found that water temperature did not fluctuate. Per review of wo on 30dec2024, device was used on patient and there was no patient injury report.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. The mixing pump head is worn out. Replaced mixing pump head. The error 110 pop up and all settings got back to default. The error is no longer reproducible in evaluation. Preventive maintenance was completed on the device. Preventively replaced circulation pump head. Unit was evaluated for functionality per (B)(6) rev0. Arctic sun passed all tests successfully and unit is ready to be back in service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: b, d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient temperature did not decrease less than around 37c for target temperature 35c in an arctic sun device. It found that water temperature did not fluctuate. Per review of wo on 30dec2024, device was used on patient and there was no patient injury report. Per follow up information received via mail on 06jan2025, the device would be sent to imi. The issue has not been resolved yet. Patient therapy completion status was under investigation. Per sample evaluation results received via task on 03jun2025, it was reported that the error 110 (data file corrupted) pop up and all settings got back to default.